Event description:
A (B)(6) female patient contacted zoll customer support to report that the response buttons will not activate the device. The patient was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. Upon eval, the front response button switch was defective and the rear response button switch was not properly seated. The cause for the inability to activate the device is the defective front switch and improperly seated switch cannot be positively identified. No adverse event resulted from the defective response buttons. The patient received a replacement monitor.